Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable causes of the issue were due to the lid being in contact with a scope and/or a hard object due to user handling and/or age deterioration.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated onsite for the cracked lid and the issue was confirmed. The fse replaced the top cover plastic unit and warning label. The device was calibrated, tested, and the operation was verified. Probable causes for a cracked lid include: the lid contacting with a scope when it was closed, an external impact to the lid and/or a chemical crack due to adhered chemical solution which was not removed. Design of the device or manufacturing cannot be confirmed as factors to cause the event. Per the instructions for use (IFU): before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. The IFU warns: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. The most probable cause for the reported event is user handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the oer-pro endoscope reprocessor had a cracked lid. No patient involvement was reported.